Manufacturer narrative:
(B)(4). The customer reported that the device failed the op check test. No further details are available at this time. On (B)(4) 2012, a philips field service engineer evaluated the device. The device was found to fall the op check test where the therapy cable test failed. The problem was traced to a faulty power pca. This new info makes this a reportable complaint. The power pca was replaced to resolve the failure. The device passed all performance assurance tests and was placed back into use. This was a malfunction of the power pca that caused a therapy cable test failure. No further communication was requested and none is warranted.

Event description:
The customer reported that the device failed the op check test.